Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter had ridges on it. Patient stated that it hurt during insertion and it caused bleeding while removing. No medical intervention was reported.

Event description:
It was reported that the foley catheter had ridges on it. Patient stated that it hurt during insertion and it caused bleeding while removing. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "knifes without sharp/damaged edges and counter part of knife worn out". The device was used for treatment, though it was unknown if the device was related to the reported event or met specifications since a sample was not returned. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not aspirate urine through drainage funnel wall storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml of sterile water 5 cc balloon: use 10ml of sterile water 30cc balloon: use 35ml of sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Hand and dispose of in accordance with local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be take to assure that all balloon fragments have been removed form the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.